Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed errhw bat. No additional patient or event information is available. The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors. The reported event of a error icon hw bat was confirmed. The root cause was determined to be a defective receiver battery.